Manufacturer narrative:
Review of cloud data from the user showed that a pod with the sequence number reported was used between 18:13 on 02jan2026 and 00:08 on 03jan2026. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. An automated delivery restriction alert was generated by the system at 22:58 due to the automated algorithm delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values. The alert was acknowledged at 22:59 and the system was used in manual mode for five minutes before being switched back to automated mode. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that the bolus records captured in the cloud were from boluses that were actively, successfully, and correctly delivered, as the total pulses delivered count tracked by the pod correctly incremented according to the total bolus volume for each bolus after delivery of each bolus. No evidence of an over delivery of insulin or any issues with the system were observed in the available cloud data.

Manufacturer narrative:
The device has not been received for investigation. Review of cloud data from the user showed that a pod with the sequence number reported was used between 18:13 on (B)(6) 2026 and 00:08 on (B)(6) 2026. The cloud data from this period was downloaded and reviewed. Review of the patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. An automated delivery restriction alert was generated by the system at 22:58 due to the automated algorithm delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values. The alert was acknowledged at 22:59 and the system was used in manual mode for five minutes before being switched back to automated mode. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that the bolus records captured in the cloud were from boluses that were actively, successfully, and correctly delivered, as the total pulses delivered count, tracked by the pod correctly incremented according to the total bolus volume for each bolus after delivery of each bolus. No evidence of an over delivery of insulin or any issues with the system were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the abdomen for between 5 and 24 hours. The patient went to bed with blood glucose with blood glucose (bg) level of 137 mg/dl. Within a few hours (early morning), bg rose up to between 400 and mg/dl. Later that morning, the ketones measured at 0.6 mmol/l, and bg remained above 400 mg/dl. Patient also experienced muscle cramps due to ketones. Multiple bolus attempts via pod were unsuccessful. The patient was admitted to the hospital for severe hyperglycemia with ketonuria and risk of ketoacidosis (ketones later increased to between 2.2 and 2.6 mmol/l, bg reported up to 573 mg/dl). Treatment included intravenous (IV) insulin infusion, IV fluids (including electrolyte management) and continuous monitoring on bg, electrolyte and ketone levels. The pod was removed, and manual insulin therapy was initiated. During hospitalization, four pods were placed, but hyperglycemia and ketones recurred after resuming pod therapy. Patient was currently using humalog liprolog, with a planned switch to novorapid. The patient was hospitalized for 8 nights.